Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error, low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, end cap address label missing, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received low battery alarm. Blood glucose level was unknown. The insulin pump will be returned for analysis.